Manufacturer narrative:
The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized after experiencing chest pain, hypertension, bradycardia, and dyspnea following a pacemaker implant procedure. The patient was diagnosed with pericarditis and the event was resolved with medication. The patient was in stable condition. It is unknown if the pericarditis was related to the leads. Related manufacturer report number: 2017865-2017-31797.